Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect b12 result for one patient. The following data was provided (customer¿s reference range is 211-911 pg/ml): patient # initial result, on (B)(6) 2020, was 240, repeats were 197 and 160 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect b12 results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 12324ui00 did not identify any non-conformances or deviations with the likely cause lot. Return testing was not completed, as returns were not available. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect b12 reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect b12, lot number 12324ui00, was identified.